Event description:
It was initially reported that the patient's generator was unable to be interrogated due to end of service. The generator was returned to the manufacturer for evaluation. The battery was found to be depleted; 1.964 volts as measured with the can removed and battery still attached to the pcb. In addition, during a diagnostic test attempt, the voltage dropped to 1.576 volts, which shows that the battery is further depleted when the device attempts to enter a functional mode. Results of the module-level test demonstrate that current consumption rates for this generator are within specification. The data in the diagaccumconsumed memory locations revealed that 117.691% of the battery had been consumed. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications except for the capacitor being out of specification condition. The cause for the out of specification capacitor (v cpu) value is likely associated with component aging.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.